Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has two leads with the same lot number. It was reported x-rays were taken and revealed lead migration. Reprogramming was also attempted. Surgical intervention will be taken at a later date to address the issue.